Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50 serial/lot #: (B)(4), description: artisan surgical lead, 50cm.

Manufacturer narrative:
Additional information was received that the infection was located at the midline and pocket incision site. Symptoms of infection include fever and wound discharge. The physician believed the infection was not device or procedure related. The patient was given oral ciprofloxacin and intravenous vancomycin antibiotics and was reportedly doing well after the procedure. The infection is resolving. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to infection. No further information at this time.

Event description:
A report was received that the patient underwent an explant procedure due to infection. No further information at this time.